Event description:
It was reported that the procedure was to treat a lesion behind the knee with moderate calcification, mild tortuosity and 80% stenosis. The 2.5x60 mm armada 14 percutaneous transluminal angioplasty (pta) catheter was advanced to the lesion and it was noted that the balloon was leaking before dilatation. The device was removed and a new balloon was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported torn balloon. Factors that may contribute to a torn balloon include, but are not limited to, interaction with challenging anatomy, interaction with accessory devices, over inflation of the balloon, inadvertent damage, or material properties. There was no damage or anomalies noted to the balloon catheter during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported torn balloon. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Correction: d9, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.